Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and radicular pain syndrome (radiculopathies). It was reported that since yesterday the patient had pain at the site of the implantable neurostimulator (ins) as well as down his right thigh bone. The ins was on the right side of the body. There was no fall or trauma. The patient had tried changing the settings and that did not help. The patient was hesitant to try turning stimulation off. It was noted that the patient programmer (pp) showed aaa batteries were low so the patient changed those out. It was noted that the change in therapy/symptoms was considered sudden. He had woken up yesterday, (B)(6) 2016, at 5 a.m. With the pain. No circumstances led to the issue. The patient also needed support to stand up. The patient later reported that they had taken motrin but it did not help much.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that two weeks ago he had a programming session with the manufacturer representative at the health care professional¿s (hcp) office. The settings lasted for about three to four days; however, the pain was back again. The patient was getting relief from group d; however, currently, it was on group a. The patient was having difficulty switching back to group d. It was reviewed to position over implant site and press sync; the patient was getting the ¿therapy screen,¿ and that stimulation was on. The patient was able to successfully switch groups to group d and noted that stimulation was now more in the back and hips, and believed it was helping now. Additionally, the patient noted that the steps taken to resolve the issue were being reprogrammed remote. Regarding the circumstances that led to the pain at the implantable neurostimulator (ins), nothing; it went from right thigh to left thigh.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.